Event description:
It was reported that (2) er320 were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that during operation surgeon tried to ligate the cystic duct with er320 and clips went outside of the jaws (could not ligate the duct because clips did not hold properly in the jaws of the applier thus on the vessel). The surgeon completed the operation with the third er320. The operation lasted one hour more than ususal. The pt stayed an hour longer under the anesthesias.